Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify or reproduce the reported issue. The device was tested extensively without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. (B)(4).

Event description:
It was reported to physio-control that the customer's device could not be powered on when the user wanted to use the device on a patient. There was no report of an adverse patient outcome. No further details about the patient were provided.